Event description:
It was reported that there was an ophthalmic artery occlusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) hours post procedure the patient was experiencing blurred vision. A magnetic resonance imaging was performed with no findings. An ophthalmologist was consulted and fundoscopy was performed, and ophthalmic artery occlusion was confirmed. Although the patient's condition was improving, poor vision of the patient remains. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the physician believes that a blood clot that was released during the procedure caused the ophthalmic artery occlusion. The patient is still receiving treatment for his ophthalmic artery, has not yet fully recovered and is being followed up by an ophthalmologist.

Event description:
It was reported that there was an ophthalmic artery occlusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) hours post procedure the patient was experiencing blurred vision. A magnetic resonance imaging was performed with no findings. An ophthalmologist was consulted and fundoscopy was performed, and ophthalmic artery occlusion was confirmed. Although the patient's condition was improving, poor vision of the patient remains. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.